Event description:
It was reported that the device was used during a laparoscopic hernia procedure. It was reported by the rep that all (3) guns jammed. The staples would not advance after a few staples had been fired. Another ems was pulled to complete the case. There was no consequence to the pt.